Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels between 400 mg/dl- high. Reportedly, the customer preformed a supply change as well as a bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.